Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on (B)(6) 2020. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Testing of retained cartridges could not be arranged prior to lot expiration for pt/inr cartridge lot s20091b ((B)(6) 2020). No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr result of 3.6 on a (B)(6) year old female patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: date: collected: tested: pt/inr : I-stat; (B)(6) 2020; 1009; ni; ni/3.6. Lab; (B)(6) 2020; 1015; ni; 52.3/4.7. At this time, there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.